Event description:
It was reported that the patient had a loss of therapeutic effect in (B)(6) 2014. The patient had never had a kidney or bladder infection before and they drank lots of liquids. The device was causing the patient to have infections and they had a kidney infection in (B)(6) 2015 and a bladder infection on (B)(6) 2015. When the patient had the bladder infection, they also had diarrhea that would not quit. The patient ended up going to the hospital because they passed out and were dehydrated on (B)(6) 2015. The patient¿s health care provider¿s (hcp¿s) told the patient they thought their device was causing the infections and recommended to have the device removed. The patient tried getting ahold of their manufacturer representative, but their phone was disconnected. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0d0dr, implanted: (B)(6) 2013, product type: lead. Product ID neu_un known_prog, product type: programmer, physician. (B)(4).

Manufacturer narrative:
Additional patient code (B)(4) and additional device code (B)(4). Device code (B)(4) no longer applies to the event.

Event description:
Additional information received from the patient reported that the circumstances that led to the issue was that the device has not operated for almost a year. The patient even replaced the batteries. The patient went through a large bag of bladder pads a month at least. The steps taken to resolve the event were that the patient went to their hcp for the infections and took imodium for the diarrhea. The hcp gave the patient antibiotics for the infection and the patient was on a fluid drip of an antibiotic for 2 days. The hcp at the hospital thought it was bacteria from in (illegible) that was causing it. When the device was put in the patient was hopeful. The patient also had a lump on their hip from when it was put in. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.